Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified unspecified vessel. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. On unspecified inflation and atmospheres, the balloon ruptured and subsequently, the pressure deflated at around 12 to 13 atmospheres. The device was then removed intact without resistance and upon inspection outside the patient's body, no pinhole rupture was noted. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. Visual and tactile inspections were performed. There was blood in the inflation lumen and the hypotube was kinked 1.5cm from the strain relief. Examination under magnification revealed a balloon pinhole 3mm from the distal markerband. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified unspecified vessel. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. On unspecified inflation and atmospheres, the balloon ruptured and subsequently, the pressure deflated at around 12 to 13 atmospheres. The device was then removed intact without resistance and upon inspection outside the patient's body, no pinhole rupture was noted. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).